Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that rim of the liner exhibit damage. It is noted on initial surgery op-notes that a trial reduction was then again performed with the trial liner and femoral component. The stability was excellent, especially for a cdh case, with 90 degrees of external rotation in full extension and 90 degrees of internal rotation in full extension and 90 degrees of internal rotation in 90 degrees of flexion. The greater trochanter was then reattached with two horizontal and two vertical wires through drill holes in the greater trochanter. Excellent stability was obtained." Device history record (DHR) was not found for part# 32617004822 lot# 34782200, additional action was initiated to investigate this issue. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplelmental medwatch 3500a will be submitted.

Event description:
It was reported that had a hip arthroplasty revision of a polyethylene liner and head 19 years post implantation due to wear. Attempts have been made and additional information on the reported event is unavailable.